Event description:
It was reported that there was an air embolism.A left atrial appendage (LAA) closure procedure was being performed. A WATCHMAN TruSteer Access System (WAS) and a 20mm WATCHMAN FLX Pro LAA Closure Device & Delivery System (WDS) were selected to be used. The physician positioned the WAS in the LAA of the patient. The physician performed a contrast injection. There was an air embolism that was noted to be in the left ventricle of the patient. The patient experienced ST segment elevation that subsided without any treatment. The physician extracted the air and the procedure was continued. The closure device was successfully implanted in the LAA of the patient. There were no other complications that were reported to have occurred.